Event description:
On (B)(6) 2012, I was a healthy (B)(6) y/o female with zero prior health problems when I had the essure device implanted. I was told of its permanency and that scar tissue would form around the device, which would be implanted in my fallopian tubes. I was not told the product contained materials that were designed to cause an inflammatory response, or certain metals that may cause an allergic reaction. For 6 months after implantation, I bled. I was then diagnosed with hyperthyroidism, graves disease, and hypertension only to then be put on medicine and taken off said medicine over the years as my body mysteriously course corrected before it would succumb yet again. I experienced several unexplained episodes wherein my blood pressure dropped suddenly and I experienced a loss of consciousness, requiring hospitalization. There have been at least 4 occasions wherein my calves, ankles and feet have swollen and became numb, and no testing could determine a cause. I developed folliculitis of the scalp, resulting in hair loss. I have rapidly decaying teeth, resulting in having only 6 remaining natural teeth. I have had unexplained rashes over various parts of my body, and acne so painful and lasting that I didn't want to show my face. I developed plantar fascilitis, my fingers now lock up without cause, and every night joint in my body causes me pain. I am now (B)(6) y/o and as a result of essure, I am 6 days post hysterectomy, taking everything but my ovaries. I will be more than happy to fu with a report of all of the ailments that have now resolved post-op, should anyone be interested.